Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was not known. Customer administered a correction bolus via the pump to address the bg. Technical support advised the customer to consult with a healthcare professional to discuss factors affecting blood glucose levels and suggested replacing supplies as necessary and resuming insulin therapy.